Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which was acknowledged and understood by the caller.